Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed due to perpetual rebooting occurred after user shutdown. Receiver functional testing was unable to run due to perpetual rebooting. Manual functional tests ¿try it¿ was unable to run because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver was performed and passed. G5 global communication tool tone at medium testing was performed and passed. Measure the speaker resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.